Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A fresenius res (regional equipment specialist) technician was called onsite by a user facility to repair a fresenius 2008t hemodialysis machine with a reported high ultrafiltration (uf) removal that occurred during a patient treatment. The patient reportedly finished treatment at a lighter weight than expected. There was no report of any patient injury, adverse event, or medical intervention as a result of this issue. The res inspected the machine and determined an incorrect high flux setting was the cause of the issue. The res explained the high flux setting to the clinic staff. The res confirmed that the machine completed all functional checks, was rinsed, and returned to service. Due diligence attempts were exhausted, but additional patient information was not provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Additional information: the biomed confirmed that the same scale was used for pre and post weight, and confirmed the patient was not given any extra fluid during treatment. The biomed confirmed no adjustments were made to the patient¿s uf goal, rate, or time, and confirmed the uf was not turned off at all during treatment. The biomed confirmed the patient did not have any complaints or symptoms during or after treatment, and confirmed the patient did not require ant extra medication or medical intervention. The patient did not require any extra treatments, and the patient is continuing their regular hd treatments without any further problems. The biomed confirmed the machine did not alarm at all during treatment, and confirmed that setting the machine back to the high flux setting resolved the issue. The biomed confirmed no parts were replaced or available to return. The biomed confirmed the patient¿s initials are (B)(6) he is male, 36 years old, with a dry weight of 139k. The biomed confirmed the patient has been on dialysis for 6 years, and dialyzes 3 times per week. The patient¿s treatments are scheduled for 5 hours, and the fresenius optiflux 180nre dialyzer was used for treatment. The patient¿s dialysate flow rate (dfr) was set at 800ml/min and their blood flow rate (bfr) was set at 450ml/min. Additional patient information was requested, but was not provided.

Manufacturer narrative:
Plant investigation: a fresenius regional equipment specialist (res) performed an on site investigation of the machine. The res found the "high flux" set to no, and after running a simulated treatment, determined the incorrect high flux setting was the cause of the uf issue. The res explained the high flux setting to the staff. The machine pass functional checks, was rinsed and returned to service. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.